Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, the physician kinked the cat7 approximately 30-50cm from the hub outside the sheath. It was also reported that the physician did not use the insertion tool packaged with the lightning kit. As he continued the procedure, he noticed flow stoppage through the cat7 and lightning and also noticed air coming through the kinked location of the cat7. Therefore, the cat7 was removed. Next, the physician decided to use second cat7 with the insertion tool. Subsequently, upon completing aspiration with the cat7, the physician removed the cat7 from the patient's body and noticed that half of the cat7 was curled up. The procedure ended at this point. There was no report of an adverse effect to the patient.